Event description:
During a trial procedure, a lead exhibited high impedances. After numerous attempts to read just the placement of the lead, the surgeon decided to abort the surgery and explant the lead.